Event description:
The pt's mother reported that the up and down buttons of the pt's infusion device do not function properly. She also reported the infusion device makes a strange noise and she believes the piston rod does not extend properly. The pt experienced elevated blood glucose of over 30 mmol/l (540 mg/dl). The pt bolused through the infusion device to lower her blood glucose. Her normal blood glucose range is 10-12 mmol/l (180-216 mg/dl). No further info is available . The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.